Manufacturer narrative:
Per the record this vac-pac was purchased 4+ years ago and it is over the recommended use life of two years per the vac-pac instruction manual. The possible cause of the damage is wear and tear. Customers are also instructed to inspect the vac pac prior to each use. The customer has since been provided a replacement. The investigation is considered close and final.

Event description:
Natus medical received a complaint on (B)(6) 2017 stating 4+yrs old vac-pac is had valve damage. There was no report of harm, death or serious injury cause by the device. The customer had the vac-pac destroyed at the facility, to prevent future use.